Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pump. Customer had symptoms such as tired, sleepy and frequent urination. Customer stated that the there was no air bubble. Customer stated that they did not get enough insulin. Customer did bolus and received bolus not delivered. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.